Event description:
It was reported that this lead was unable to be implanted due to unknown reasons. The lead was unable to obtain satisfactory results. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was unable to be placed in an acceptable position. The physician try to position the lead on the left bundle branch. The lead was unable to obtain satisfactory results. No additional adverse patient effects were reported.